Event description:
Surgeons had pt skull removed and dura opened. The tumor area encompassed the surface of the brain. Surgeons began to take small specimens from the tumor area to send off to pathology. The brain began to swell. Within a few mins the surgeons and anesthesia began triage for reasons that are unclear. Surgeons began to close. Currently the pt has undergone 3 other operations since event occurred. Pt is kept in an induced coma. No technical difficulties or inaccuracies were experienced with stealthstation during surgery. Medtronic navigation is filing this MDR to ensure visibility to pt event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's system caused or contributed to the reported event.

Manufacturer narrative:
No allegations were made of medtronic navigation's device causing or contributing to the pt event. Investigation of device had not been completed at the time of this report.